Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, out of range, high, defibrillation impedance was noted on the right ventricular lead. The patient was scheduled for lead extraction procedure and presented in cardiovascular operating room (cvor). It was noted that the right ventricular lead impedance measurements were normal however, the previous impedance measurements were high hence, plans were made to extract the lead due to fluctuations in impedance measurements. During procedure, the helix failed to retract due to unsuccessful use of stylet and spinning tool. Hence another physician assisted the procedure and spectranetics locking stylet and extraction tool were used but was still unsuccessful. It was noted that the right ventricular lead was perforated. The physician planned to perform an open-heart procedure due to potential perforation of right ventricular lead. However, perforation was not related to the device or use of implant tools. The chest was opened using a saw and the right ventricular lead was successfully explanted and a new competitor lead was implanted. The new lead was connected to the existing implantable cardioverter defibrillator and the tachy parameters on the device were programmed and turned on. All the lead measurements were within normal range. There were no complications and the patient was stable post procedure.